Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was providing a value of low. No bg meter comparison value was taken. The patient was asymptomatic but went into ¿panic mode¿ and self-treated with glucagon and glucose tablets. The patient then called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 115 mg/dl while the cgm was still displaying low. No medication or treatment was provided to the patient by ems. Ems only advised the patient to remove the sensor. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).